Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The nonconforming optical fiber was replaced to resolve the issue. The system was calibrated and the power was checked. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming optical fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the laser potency was low during a photocoagulation procedure. There was no patient harm.